Event description:
A pharmacist called on behalf of the customer. She stated the customer alleged that one bottle of contour test strips was reading higher compared to another bottle. The complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for eval.

Manufacturer narrative:
The qa lab tested the returned reagent and found it to read e11 and an average of 275 mg/dl high, out of spec. The e11 indicates exposure to moisture, which most likely caused the high results. Performance was satisfactory using retention reagent and the customer's control solution.